Event description:
It was reported that during the induction testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful in converting the induced ventricular fibrillation at 65 joule shock. Another induction was performed by the physician at 80 joule shock, the device then delivered a shock and was unsuccessful at restoring the sinus rhythm. An external defibrillator was used to deliver 300 joule shock and converted the patient's rhythm. Additionally, high threshold was noted. Subsequently, this device and electrode were explanted and replaced for a different system. It was known that the patient was obese. No additional adverse patient effects were reported. This s-ICD and electrode will not return for analysis, it was disposed by the hospital staff.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the induction testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful in converting the induced ventricular fibrillation at 65 joule shock. Another induction was performed by the physician at 80 joule shock, the device then delivered a shock and was unsuccessful at restoring the sinus rhythm. An external defibrillator was used to deliver 300 joule shock and converted the patient's rhythm. Additionally, high threshold was noted. Subsequently, this device and electrode were explanted and replaced for a different system. It was known that the patient was obese. No additional adverse patient effects were reported. This s-ICD and electrode will not return for analysis, it was disposed by the hospital staff.